Manufacturer narrative:
Evaluation summary: the use of a qualified cartridge and handpiece was indicated. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use. The root cause may be related to a failure to follow the directions for use. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, had a funny mark next to the visual axis in the iol. A second iol was inserted and it had a similar mark but the mark was small enough that the iol was left implanted. There are two medical device reports associated with these two marked lenses. This report is for the second iol with a mark that remained implanted.